Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, indicating there was no adverse impact to the blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after resetting, enabling the customer to continue using the pump.